Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address serial number label.

Event description:
Customer reported she woke up with high blood glucose of 449 mg/dl. Customer reported that the insulin pump has been alarming no delivery. Customer stated she is traveling and does not have a backup plan. Customer was advised to disconnect at the quick release and perform prime; insulin did exit. She stated that she changed the site and infusion set and alarm is recurring. Insulin pump is shutting off. Customer has tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue. Customer stated the tubing is not bent or kinked. Current blood glucose is 226 mg/dl. Nothing further reported.